Event description:
High wear rate. Pain. Large effusion in hip joint suggestive of high metal wear rate. Hip was dislocated as a result of pressure within the joint. (This is an initial evaluation/opinion).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. . Follow-up for additional event information/patient x-rays was conducted. No additional information was obtained. A search of the complaints databases finds no other reports of pain/dislocation against the lot code 2417442; while one other report of dislocation was found against the 2391793 for dislocation. The device history records were reviewed by depuy (B)(4) and no related manufacturing deviations or anomalies found that would have contributed to the event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.